Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that infusion was cannula was kinked within 3 hours after insertion. The infusion set was oin use for 4 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.